Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2021 and suture was used. During the procedure, while suturing the mucosa, the suture broke. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide procedure name and date? Suturing of mucosa, date unknown. When did the suture broke, before use on patient (pre-op), during use on patient (intra-op)or after use on patient (post-op)? Intra-op. How was procedure successfully completed? Yes, with new suture. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.